Event description:
The facility staff alleged that the device had a pacer failure of unspecified nature while administering pacing therapy to a pt. Another device of same model was obtained from another dept within the facility and used to continue pt care. No additional info concerning the event was reported. The reporter did not know pt outcome, but stated the report was not associated with adverse affect to the pt.